Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized due to elevated blood glucose (bg) levels, reaching 567 mg/dl. At the time of seeking medical attention, the patient was wearing the pod, applied on the hip/buttocks and worn for between 1 and 4 hours. Despite replacing the pod earlier that day, bg levels remained elevated. The patient reported no symptoms prior to seeking care and was transported to the emergency room for evaluation. At the time of reporting, the patient remained hospitalized, and a formal diagnosis was still pending as medical staff continued testing. Initial treatment included a manual administration of 10 units of insulin, and the attending physician advised the patient to pause insulin delivery from the pod. Following the hospitalization, the patient was diagnosed with a urinary tract infection, which may have contributed to the elevated bg levels. No additional information regarding the length of the hospital stay was available at the time of the reporting.